Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of does not transmit data. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation the unit has electrical damage in the white led light because it does not turn on intensely was observed. There were multiple errors has been identified. The device was scrapped.